Event description:
The olympus sales representative was informed the customer ¿s mobile workstation cart castors are broken off/cracked. The customer reported problem was found during maintenance. No patient or person was harmed or impacted.

Manufacturer narrative:
The investigation is still ongoing. However, if additional information becomes available, this report will be supplemented accordingly.